Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implanted infusion pump containing unknown medications. The indication for use was non-malignant pain. The patient's medical history included a benign cardiac murmur, hypertension with blood pressure as high as 150/103, atrial septal defect which was surgically repaired 10 years ago, chronic pain, depression, and chronic intractable abdominal pain following a laparoscopic cholecystectomy in 1999. The hypertension was thought to be associated with poorly controlled pain. The patient was taking oxcarbazepine (300mg four times per day), clonidine (0.1 transdermal weekly), prevacid (30mg daily), bisacodyl as needed, vicodin as needed, and lunesta as needed. The patient was noted to be allergic to neurontin, ambien, topamax, and tegretol. The patient's family history included coronary artery disease in two brothers in their 50's, and in the patient's mother in her 60's. The patient's hypertension was being managed with catapres and metoprolol, and was thought to become less of an issue once the patients pain could be better controlled. On (B)(6) 2016, it was reported that the patient was implanted with an intrathecal pump and catheter on (B)(6) 2005. The patient did well postoperatively for two weeks, but was hospitalized on (B)(6) 2005 for intractable inguinal pudendal neuralgia, intractable abdominal wall pain, postoperative seroma following intrathecal pump implant, and intrathecal pump migration secondary to probably breaking of anchor sutures. The pump was found to have broken free of its anchor sutures and dissected down the rest of the pelvic brim, creating a wound seroma. The pump gradually dissected towards the midline, causing increased pain and fluid accumulation such that the fluid was tracking around from the left lower quadrant all the way to the right lower quadrant where there bad previously been multiple surgeries. This caused exacerbation of the patient's ilioinguinal branch of the right lower quadrant. The patient experienced uncontrolled abdominal pain, and her abdomen was found to be tender in the bilateral lower quadrants. The tenderness was more pronounced in the left lower quadrant. The pump incision was well healed, and there was no warmness or redness. The pocket was not thought to be infected. The seroma was noted to have increased in size since an exam 48 hours prior. The pump was free-floating and sitting on the pelvic brim, causing the patient significant pain and discomfort. The patient's pain was not controlled by her oral pain medications, and was treated with intravenous pain medications. The pump was scheduled to be revised and reanchored to a subfascial plane on (B)(6) 2016. During surgery, the pump was found to have broken the sutures that were holding it in place. The pump pocket was revised and the pump was reanchored along the rectus abdominis muscle, and then underneath the external oblique muscle. The patient was noted to have tolerated the procedure well. The pump was reprogrammed and medications were adjusted. The patient was discharged on (B)(6) 2005 with the following medications: hydromorphone (4mg by mouth every 6 hours), actiq (1200mg by mouth 3 times per day), zelnorm (6mg by mouth 2 times per day), oxycodone (10mg by mouth 3 times per day), imipramine (25mg by mouth at bed time), lunesta (3mg by mouth at bed time), colace (100mg every morning), ibuprofen (800mg three times per day), imitrex (100mg by mouth daily or as needed for migraines), demerol (100mg intramuscular as needed for headache), phenergan (12.5mg intramuscular as needed for headache). The patient was to follow-up with the hcp the next week. (B)(6) 2016 speark5: although it was reported that the patient had a history of benign cardiac murmur, hypertension with blood pressure as high as 150/103, and depression, there was no indication that these conditions were caused or contributed to by the device or therapy. Additionally, although it was reported that the patient underwent a laparoscopic cholecystectomy in 1999 and had an atrial septal defect which was surgically repaired 10 years ago, these events were reported to have occurred prior to implant of the device, and were not caused or contributed to by the device or therapy, so they were not coded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.